Event description:
It was observed that during the device evaluation, the front-actuated grip exhibited the proximal side of the tissue pad worn away. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the grasping section was closed without grasping any tissue while output in seal & cut mode was activated (including after tissue resection), resulting in wear of the tissue pad. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information to report.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to d4 (expiration date) and h4.